Manufacturer narrative:
The retroflex3 delivery system was returned to edwards in a used condition. Functional testing was performed to de-air the system and size the balloon. A gross leak was noted under the strain relief. The leak would not allow de-airing of the system or sizing of the balloon. The strain relief was removed to investigate the leak. A tear of the outer shaft was observed at the location under the strain relief; both the pebax material and the wire braiding were separated just distal to the y-connector. Examination of the pebax material shows little evidence of stress; it appears that the tubing was subjected to a tear that may have propagated, as evidenced by the slight discoloration of the material. The inner and outer diameters of the tubing were measured and found to be within specification. Multiple attempts to recreate the tube separation were made. Engineering evaluation found that when a small puncture or tear was present on the pebax tube, a torsional or deflective force could cause a separation and tube discoloration similar to the complaint device. It is possible that either a small tear or puncture was present on the outer shaft underneath the strain relief area during prepping, which caused the reported inability to de-air. Handling issues (torquing, pulling, etc.) Either at the site and/or shipping back to edwards likely propagated the damage and caused the tube separation seen during evaluation. A definitive root cause could not be determined at this time; therefore additional investigation is currently being pursued under a CAPA. It should be noted that this failure mode is highly detectable during device preparation before use in the patient. The leak would not allow the device to be de-aired or for the balloon to be sized per the mandatory preparation procedure prior to use.

Event description:
It was reported by the edwards field clinical specialist that while de-airing the retroflex 3 delivery system during device preparation, it was noticed that when pulling negative with the syringe there was a continued presence of air. The 3 way stopcock was removed and the syringe attached directly to the balloon port of the delivery system. Pulling negative on the syringe again, there was a continued stream of air bubbles. After discussion, the physician was determined that there appeared to be a leak within the system, which would prevent the preparation of the delivery system. It appeared that the delivery system was cracked under the purple piece [strain relief]. A second delivery system was opened and prepared. The second delivery system was de-aired, the valve loaded and delivered without any further complications.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.